Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complaint, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Suresound, according to the instructions for use (IFU), adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. Reference internal complaint (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2011-00221. Following 3 unsuccessful attempts to seat the disposable novasure device and an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation. No treatment was needed for the perforation. The pt was admitted for observation and discharged home the next day. On (B)(6) 2011 the physician reported the pt has been seen on f/u and "is doing fine". A hysteroscopy and dilatation (not hologic devices) and sounding were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.